Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the phenom catheter was kinked/broken in the distal section. The patient was ais treatment. The accessed vessel was the left m1 with a diameter of 2.3 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the phenom catheter was intended to be used for ais therapy for lt.m1 occlusion. After induction of optimo, the cat6·phenom21·gw was set up externally in order to increase the coaxial value, but the gw (chikai black14) was attempted to be inserted, but it could not be inserted in the distal part of the shaft. Another gw (chikai14) was inserted, but it stuck in the same part, so it was switched to a different product, the procedure was continued, and it was completed successfully. It was reported there as catheter kinking/broken in the distal shaft. The description of the damage was described as "breakage". The device was prepared as per the instructions in the package insert. The catheter was flushed as indicated in the instructions for use. There was no health damage present. Additional information was received that the patient was undergoing treatment for an acute ischemic stroke.